Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that several pockets were removed due to this malfunction. A field service engineer removed back panel and reseated row board cable to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had repeated pocket failure. A customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.